Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to below 70 mg/dl while wearing the pod. The patient reports they had administered insulin prior to going to the hospital. The patient was taken by ambulance to the hospital. While waiting in the emergency room the patient was treated with a snack and a manual injection of glucose.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.